Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) had died in his sleep on (B)(6) 2009. The physician reporting this info attempted to obtain the cause of death, but was unsuccessful. It is unk if this device caused or contributed to the pt's death.

Manufacturer narrative:
This ICD will not be returned for laboratory analysis. An attempt was made to obtain a save to disk or a memory dump that may have been performed prior to the pt's death but no interrogation was performed. No additional info is available. If any additional info does become available, this report will be updated.